Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 25, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the patient had four fiducial markers placed prior to spaceoar implantation. According to the complaint, during the procedure, the patient felt pain in the lower half of their body as soon as the gel was placed. On (B)(6) 2019 the patient had magnetic resonance imaging (MRI) for dose planning. A follow-up MRI on (B)(6) 2019 showed that the gel was in the cavity between the bladder and rectum, exposing the lower portion of the prostate. The gel was shown to be pushing against the rectum. Reportedly, physicians probe was pushed up too far and impeded the formation of the gel. The patient complained of strained bowel movements, painful urination, urinary frequency, and continued pain. The patients symptoms were treated with percocet, oxycodone and colese. As of (B)(6) 2019 the patient was still in pain requiring prescription medications.